Manufacturer narrative:
H10 - the customer did not provide a device serial number and the device will not be sent to the service center so no information is available. The secondary review was performed - since no device will be sent in for testing and also no serial number was provided, a probable cause cannot be determined nor get any further information. Additional information can be found in sections d1, d4 - catalog no, d4 - unique identifier (UDI) #, g1 and g5.

Manufacturer narrative:
The device will not be returned for evaluation. Without the return of the device a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved an unspecified plum pump where a norepinephrine infusion stopped due to "proximal air in line". A syringe was retrieved, and the air cleared (took approximately 45 sec. Including ¿cassette testing¿) and the norepinephrine was restarted. At that time the patient¿s blood pressure was down to 58/30 requiring phenylephrine 50mcg IV push x2 and the blood pressure normalized after approximately 5 mins. It was reported that the patient¿s cerebral perfusion pressure dropped to 50. The patient was intubated and sedated with no changes. It was also reported that the pump had been running continuously for a long period, so the customer stated it was unlikely the air alarm was from initial priming. The customer reported there was no tubing kinked that made the proximal air occlusion alarm. The cassette was seated correctly, and the door latched all the way.